Event description:
It was reported that the lead was returned to the manufacturer with a note stating, ¿did not pass.¿ follow up to clarify the statement was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and the inner and outer insulation of the lead became extrinsically distorted due to pulling/stre tching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.